Event description:
The event described in the medical device report is attributable to the device. The review of the event log showed that the user programmed the channel with a delayed start infusion with no call backs. In this mode, when the channel finishes the infusion, the channel stops and a message scrolls on the channel indicating "infusion complete". In this mode there is no audio alarm unless the user had selected the call back option for after completion. The pump was working as designed. The event occurs as expected when programmed as such. It is occurring at the same frequency as expected.

Event description:
Channel a infusion complete banner showing "no alarm". Pump pulled from dept by biomed.